Event description:
The complaint: (B)(4) returned tubing. Deactivating account and removing pt from mailing list. (B)(4) for returning tubing. One used device was returned. According to complaint description, the death cause could not be linked to the use of the infusion set. Uomedical a/s tried to get the event confirmed with the distributor (B)(4), but the distributor was unable to obtain any further information. In case of further information requested, please contact the distributor: (B)(4).

Manufacturer narrative:
Evaluation summary: used device: one used device was returned for evaluation. A visually inspection, a flow and leak test was conducted on the used device and the device was found to be within product specification. Unused devices: no unused devices were returned for evaluation. Reference samples: the retained samples were not tested, due to lot number unk. (B)(6).